Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter, implanted in the patient¿s arm (near the elbow) for chemotherapy, was removed and found to be broken. The catheter was removed as the physician was unable to reverse blood flow when drawing blood. Urokinase was used; physician gave negative pressure to draw blood and observed air, still unable to draw blood. After removal water was infused into the device and leaking was confirmed at the connection of the suture wing and the shaft. It was stated that at the time of the event the catheter had come out approximately 2 cm, since placement. The catheter was reeled up to create an ¿o¿ shape and attached to the patient¿s skin with dressing. Patient is a 17 year old with high activity level and was not receiving chemotherapy treatment from (B)(6) 2017 through (B)(6) 2018. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr d/l powerpicc sv catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed on the catheter tubing, at the interface of the molded joint and catheter tubing. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). The complainant had indicated that the catheter was placed near the elbow on an patient with high activity level. It is possible that kinking about the elbow contributed towards the event and the product IFU was confirmed to contain warning against placing the catheter in a region prone to kinking. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter, implanted in the patient¿s arm (near the elbow) for chemotherapy, was removed and found to be broken. The catheter was removed as the physician was unable to reverse blood flow when drawing blood. Urokinase was used; physician gave negative pressure to draw blood and observed air, still unable to draw blood. After removal water was infused into the device and leaking was confirmed at the connection of the suture wing and the shaft. It was stated that at the time of the event the catheter had come out approximately 2 cm, since placement. The catheter was reeled up to create an ¿o¿ shape and attached to the patient¿s skin with dressing. Patient is a (B)(6) with high activity level and was not receiving chemotherapy treatment from (B)(6) 2017 through (B)(6) 2018. No patient injury reported.